Manufacturer narrative:
(B)(4). Initial reporter telephone number: (B)(6).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: model no - correction. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction/device evaluation. H3: device evaluated by manufacturer - additional information. H6: health effect - impact code - correction. H6: health effect - clinical code - correction. H6: type of investigation - additional information. H6: investigation findings - additional information.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.